Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that, during stone fragmentation procedure, the laser fiber broke and caused a small burn to physician's fingers which was not serious. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3: date of event: exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported clinical observations cannot be confirmed. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. According to the device instructions for use (IFU): a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The reported symptom of burn is a known risk associated with use of these devices as indicated in the risk documentation. A cause code of known inherent risk of device was assigned to reported adverse event of burn. Based on the information available, the cause that contributed to the reported fiber break cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during stone fragmentation procedure, the laser fiber broke and caused a small burn to physician's fingers which was not serious. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.